Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
False positive advia centaur xp troponin ultra results were obtained for three different patient samples. The physician questioned the results. Testing was repeated for the patient samples and the results were negative. Corrected reports were issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra results.